Manufacturer narrative:
Continuation of d11: product ID 97740 serial# unknown product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a device issue. The cause was not really determined. Leads on one side have not been working for some time. There were several resets and adjustments made. Condition of implant won't allow/accept correction. The issue is not resolved. The issues are not fixable because of condition of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said I do have another problem with the device, but I will leave that for another time. The patient was in a hurry to go into their MRI (unrelated to device/therapy), and said he didn't have time to talk about it, and declined to give any details. The patient was walked through putting their device into MRI mode, and the call was ended.